Event description:
(B)(4). Severe cramping, headaches, extreme bloating, heavy periods, blood clots the size of softballs, nickel taste, twitching all over body, ears ringing, excessive pain, joint pain, fatigue, hair loss.